Event description:
It was reported, the pt ((B)(6)) is experiencing pain at the ipg pocket. The pt is reportedly very thin. Surgical intervention will be undertaken at a later date to replace the pt's ipg.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.